Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.

Event description:
It was reported by a physician, "I saw two minarc erode into the urethra." The reporting physician did not place either of the slings. Related to MFR report # 2183959-2013-00847.